Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding when trying to clear the alarm. Customer also stated that the device alarmed battery out limit prior to removing the battery. Customer declined to troubleshoot for battery out limit. Blood glucose value is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump passed displacement, operating currents, self test and off no power tests. No battery out limit alarm noted. The low reservoir alarm functioned properly during our test. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.